Manufacturer narrative:
Follow-up #1: date of submission 6/26/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: at piezo activation the pump audio measured at 79.2 db in the piezo tester. Intermittent failure occurred @ 45 seconds after piezo activation. The pump was returned with all audio setting set to ¿high¿. Opened pump, piezo contact alignment failure. Unrelated to the complaint, the display is dim/faded and pink.

Event description:
On (B)(6) 2015, the distributor contacted animas and alleged that the pump was emitting no sounds. The vibrate function was working properly. There is no allegation of an adverse event. This complaint is being reported because the sound issue is not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).